Event description:
Pt was a (B)(6) gentleman with a history of hypertension, diabetes mellitus and stroke with left-sided weakness. He was diagnosed with complete occlusion of the right mi proximal segment. Mechanical clot retrieval of the right mi occlusion was performed using merci retriever. Post mechanical clot retrieval angiogram of the right internal carotid artery cerebral view showed that there was no recanalization of the m1 segment following two passes with merci retriever v2.5 and a third pass with the merci retriever k mini. There was spasm and possible dissection at the craniocervical junction, the right internal carotid artery was identified. The right anterior cerebral artery remained patent. The dissection was successfully treated with angioplasty and stenting with complete restoration of the arterial caliber. Please also see report# 2954917-2009-00016.

Manufacturer narrative:
None of the reported info suggested that any concentric medical device malfunctioned. Because the device was not returned to concentric medical, a complete investigation could not be performed. Vessel dissection and perforation are listed as possible complications in the instructions for use.